Event description:
Customer initially reported vitrectomy port would not work, hard to screw in luer; needed back-up unit to finish case. Additional information received during follow-up noted this was an earlier unplanned vitrectomy for posterior capsule tear, cause unknown.